Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple patients. On (b)(6( 2023, the following data was provided: sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID(B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) no impact to patient management was reported.

Manufacturer narrative:
Update: d4 - lot # updated from blank to 63736uq02 an evaluation is in process. A final report will be submitted when the evaluation is complete.section d4 - catalog # changed from 04v51-21 to 04v51-31.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple patients. On 23jun2023, the following data was provided: sample ID (B)(6) initial result = 3.8, repeat = 0.6. Sample ID (B)(6) initial result = 3.4, repeat = 0.4. Sample ID (B)(6) initial result = 4.4, repeat = 0.2. Sample ID (B)(6) initial result = 3.7, repeat = 0.3. Sample ID (B)(6) initial result = 2.9, repeat = 0.4. Sample ID (B)(6) initial result = 4.1, repeat = 0.6. Sample ID (B)(6) initial result = 5.1, repeat = 0.7. Sample ID (B)(6) initial result = 4.9, repeat = 0.5. Sample ID (B)(6) initial result = 2.6, repeat = 0.2. Sample ID (B)(6) initial result = 8.9, repeat = 1.7. Sample ID (B)(6) initial result = 2.9, repeat = 0.2. Sample ID (B)(6) initial result = 6.0, repeat = 1.0. Sample ID (B)(6) initial result = 3.3, repeat = 0.4. Sample ID (B)(6) initial result = 4.1, repeat = 0.3. Sample ID (B)(6) initial result = 9.8, repeat = 1.6. Sample ID (B)(6) initial result = 2.9, repeat = 0.5. Sample ID (B)(6) initial result = 4.8, repeat = 0.5 sample ID (B)(6) initial result = 4.8, repeat = 1.0. Sample ID (B)(6) initial result = 1.7, repeat = 0.5. Sample ID (B)(6) initial result = 7.1, repeat = 1.2. Sample ID (B)(6) initial result = 3.6, repeat = 0.4. Sample ID (B)(6) initial result = 5.2, repeat =1.1. Sample ID (B)(6) initial result = 3.9, repeat = 0.3. Sample ID (B)(6) initial result = 5.8, repeat = 0.8. Sample ID (B)(6) initial result = 8.6, repeat = 1.7. Sample ID (B)(6) initial result = 4.3, repeat = 0.4. Sample ID (B)(6) initial result = 6.9, repeat = 1.1. Sample ID (B)(6) initial result = 5.3, repeat = 0.9. Sample ID (B)(6) initial result = 2.8, repeat = 0.3. Sample ID (B)(6) initial result = 4.0, repeat = 0.5. Sample ID (B)(6) initial result = 2.6, repeat = 0.4. Sample ID (B)(6) initial result = 3.4, repeat = 0.5. Sample ID (B)(6) initial result = 4.3, repeat = 0.7. Sample ID (B)(6) initial result = 6.3, repeat = 1.0. Sample ID (B)(6) initial result = 2.6, repeat = 0.4. Sample ID (B)(6) initial result = 4.0, repeat = 0.3. Sample ID (B)(6) initial result = 2.9, repeat = 0.4. Sample ID (B)(6) initial result = 4.1, repeat = 0.4. Sample ID (B)(6) initial result = 5.2, repeat = 0.6. Sample ID (B)(6) initial result = 3.6, repeat = 0.7. Sample ID (B)(6) initial result = 4.5, repeat = 0.4. Sample ID (B)(6) initial result = 4.1, repeat = 0.4. Sample ID (B)(6) initial result = 3.3, repeat = 0.5. Sample ID (B)(6) initial result = 4.0, repeat = 0.6. Sample ID (B)(6) initial result = 4.7, repeat = 0.8. Sample ID (B)(6) initial result = 4.2, repeat = 0.5. No impact to patient management was reported.

Manufacturer narrative:
Update: additional information d4 - expiration date update from blank to 7/31/2024, h4 - device mfg date updated from blank to 4/18/2023. The complaint investigation for falsely elevated alinity c total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Ticket and trending review did not identify trends for the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling was reviewed and found to sufficiently address the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity c total bilirubin reagent lot 63736uq02 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple patients. On 23jun2023, the following data was provided: sample ID (B)(6) initial result = 3.8, repeat = 0.6; sample ID (B)(6) initial result = 3.4, repeat = 0.4; sample ID (B)(6) initial result = 4.4, repeat = 0.2; sample ID (B)(6) initial result = 3.7, repeat = 0.3; sample ID (B)(6) initial result = 2.9, repeat = 0.4; sample ID (B)(6) initial result = 4.1, repeat = 0.6; sample ID (B)(6) initial result = 5.1, repeat = 0.7; sample ID (B)(6) initial result = 4.9, repeat = 0.5; sample ID (B)(6) initial result = 2.6, repeat = 0.2; sample ID (B)(6) initial result = 8.9, repeat = 1.7; sample ID (B)(6) initial result = 2.9, repeat = 0.2; sample ID (B)(6) initial result = 6.0, repeat = 1.0; sample ID (B)(6) initial result = 3.3, repeat = 0.4; sample ID (B)(6) initial result = 4.1, repeat = 0.3; sample ID (B)(6) initial result = 9.8, repeat = 1.6; sample ID (B)(6) initial result = 2.9, repeat = 0.5; sample ID (B)(6) initial result = 4.8, repeat = 0.5; sample ID (B)(6) initial result = 4.8, repeat = 1.0; sample ID (B)(6) initial result = 1.7, repeat = 0.5; sample ID (B)(6) initial result = 7.1, repeat = 1.2; sample ID (B)(6) initial result = 3.6, repeat = 0.4; sample ID (B)(6) initial result = 5.2, repeat =1.1; sample ID (B)(6) initial result = 3.9, repeat = 0.3; sample ID (B)(6) initial result = 5.8, repeat = 0.8; sample ID (B)(6) initial result = 8.6, repeat = 1.7; sample ID (B)(6) initial result = 4.3, repeat = 0.4; sample ID (B)(6) initial result = 6.9, repeat = 1.1; sample ID (B)(6) initial result = 5.3, repeat = 0.9; sample ID (B)(6) initial result = 2.8, repeat = 0.3; sample ID (B)(6) initial result = 4.0, repeat = 0.5; sample ID (B)(6) initial result = 2.6, repeat = 0.4; sample ID (B)(6) initial result = 3.4, repeat = 0.5; sample ID (B)(6) initial result = 4.3, repeat = 0.7; sample ID (B)(6) initial result = 6.3, repeat = 1.0; sample ID (B)(6) initial result = 2.6, repeat = 0.4; sample ID (B)(6) initial result = 4.0, repeat = 0.3; sample ID (B)(6) initial result = 2.9, repeat = 0.4; sample ID (B)(6) initial result = 4.1, repeat = 0.4; sample ID (B)(6) initial result = 5.2, repeat = 0.6; sample ID (B)(6) initial result = 3.6, repeat = 0.7; sample ID (B)(6) initial result = 4.5, repeat = 0.4; sample ID (B)(6) initial result = 4.1, repeat = 0.4; sample ID (B)(6) initial result = 3.3, repeat = 0.5; sample ID (B)(6) initial result = 4.0, repeat = 0.6; sample ID (B)(6) initial result = 4.7, repeat = 0.8; sample ID (B)(6) initial result = 4.2, repeat = 0.5. No impact to patient management was reported.